Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on october 8, 2015. (B)(4). The actual sample was visually inspected up on receipt. It was noted that the outside of the bearing housing material was severely discolored, but the center was still the standard shade of red. This implies that the material had been impacted during its lifetime. The user had reported that they utilized a plasma sterilization method to reprocess the device which uses hydrogen peroxide to sterilize products. The bearing housing is composed of nylon, which interacts poorly with hydrogen peroxide and can result in degradation of the material. A review of the device history records revealed no manufacturing anomalies. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that after cardiopulmonary bypass there was damage to the hercules 3 arm that was blocking the point of entry of the arm. An initial review of this complaint event was conducted on (B)(6) 2015, within thirty days of the informed date, (B)(6) 2015. It was determined during this initial review, that the event was not reportable to the FDA, as it occurred after cardiopulmonary bypass, there was no patient or surgical effect due to the event, and there was no indication of loose parts coming apart from the device. The actual sample for this event was received on (B)(6) 2015. During an initial visual inspection of the sample, it was discovered that there was a broken bearing within the arm and pieces had become loose. Due to this discovery, the event became reportable to the FDA. This report is being submitted within thirty days of the discovery date of (B)(6) 2015. No known impact or consequence to patient.